Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; unable to evaluate the returned test strips due to strips from wrong vial lot. Most likely underlying root cause of malfunction: user's test strips expose to improper humidity (vial left opened) or/and user test strips had a poor storage.

Event description:
Customer's husband called about the meter reading giving "lo" readings (less than 20mg/dl). Customer states that feels well and requires no medical attention. The customer's expected blood result is 140-180mg/dl fasting. Verified the strips expire 10/31/2018. Customer is opened strips on (B)(6) 2016 and stores strip in the bedroom. Customer states left the vial of strips open. (B)(6). Customer is concerned with all the results reviewed in the meter memory. Customer ran a test today with the meter and strips, and got lo results . Customer normal range is 140-180mg/dl non fasting). Customer instructed the test strips vial must be keep closed after open the first time.